Event description:
It was reported that the patient experience phrenic nerve stimulation with right ventricular (rv) lead pacing. The rv lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014. (B)(4).